Event description:
It was reported that the o2 hose leaked. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The o2 hose connected to the ventilator was found leaking and was replaced by our field service engineer. Replaced part was not returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.